Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause isolated to a faulty cable unit. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit due to user handling. As stated in the instructions for use, as a preventive measure: ·"while uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable." ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was first identified during preparation for use for a therapeutic procedure. There was no patient impact or injury, associated with the problem, reported to olympus.